Event description:
The caller reported that a respiratory therapist was turning the patient and noticed the flange of the tracheostomy tube had broken where it connects to the collar. This required patient recannulation with another 8dct. There were no complications. The caller did not know how long the tracheostomy tube had been in use, or if the patient is on a ventilator.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.